Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a damaged video connector. However, the specific cause of the damaged video connector was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of a customer that the video system center light cable got stuck at the connection. The issue was found during preparation for use for a diagnostic procedure, which was completed with the same device without delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the output connector and the light guide cable clip ring were damaged. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.